Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, the device would not recognize the connection of the patient through the defibrillation therapy electrodes. The customer attempted to replace the cable and electrodes and there was no recognition change. The customer obtained a backup device during the event and connected the same therapy cable and electrodes and was able to detect a patient rhythm. The customer then continued patient care. The customer did not report that the customer suffered any adverse effects during the reported event.